Event description:
It was reported that during use of the pump, purge failure alarms were experienced. The alarm situation could not be resolved by troubleshooting. As a result of this, the pump was exchanged. There were no pt complications.